Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. The reported complaint is not confirmed. The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A materials manager reported that the a1059p mayfield modified skull clamp loaner clamp was fixed on the patient¿s head with 60 pounds pressure applied on (B)(6) 2019. The staff wanted to move the clamp by rotating the rocker arm to find optimal position and was unable to unlock or relock the clamp properly. They had to use another clamp. There was no patient injury reported. There was approximately 15 minutes delay in surgery. Additional information received on 25oct2019 indicating that the incident occurred during the initial positioning for a craniotomy procedure with meningioma resection. There was no adverse consequence to the patient due to the delay.